Event description:
Customer reported excessive no delivery alarms. He stated that he had issues finding an insertion site due to having very little body fat. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.